Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the physician was trying to get the product through the cervix and the scope broke. The hysteroscope sheath and hopkins telescope 30°, 2.9 mm, 30 cm were attached (both instruments were being used during the procedure).it was reported during the hytersocopy procedure was prolonged for 30 minutes on (B)(6) 2024, the surgeon was not able to complete the procedure, the patient was referred to gyn cross reference MDR: 9610617-2025-00026.